Event description:
The following information was reported to kci by the patient's family member: the patient has expired. On (B)(4) 2014, the following information was reported to kci by the patient's family member: the patient expired on (B)(6) 2014. No additional information is available. On (B)(4) 2014, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2014, the device was placed with the patient. On (B)(4) 2014, it was determined by kci quality engineering that three unsuccessful attempts have been made to retrieve the device, therefore kci cannot conduct a device evaluation of the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the patient expiring is related to v.a.c. Therapy. There have been several attempts made to gather additional information, but there has been no response.